Manufacturer narrative:
Model number/catalog number: sc-9208-15, serial number: (B)(4), batch/lot number: 7022679/7025227, model/catalog description: precision s8 adapter 15cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had infection. Symptom of pain and redness at the pocket site were noted. It was also reported that the cause of infection was unknown, and nothing happened during the surgery that could cause infection. The patient was placed on antibiotics and underwent an explant procedure.